Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. Battery voltage 2.94v; grey bar pre-implant without programmer interaction. F(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was interrogated and showed a grey bar on the battery status. The device remained isolated for one week at room temperature and was without programmer interaction. The device was not used. There was no patient involvement in this event.